Manufacturer narrative:
Date sent to the FDA: 1/14/2021.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d1, d4, g4 date sent to the FDA: (B)(6) 2021. Corrected information: g1 - physical manufacturer.

Manufacturer narrative:
Date sent to the FDA: 2/8/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a revision of the left inguinal hernia repair surgery on (B)(6) 2017 due to chronic hernia recurrence where the mesh was located. It was reported that the patient experienced hernia recurrence and pain. No additional information is provided.